Manufacturer narrative:
This record was discovered during the monitoring of the system. Records were unable to be transmitted due to a system issue with vendor. Vendor system failed to connect to the FDA gateway timely and advised not to transmit until fixed. The issue was fixed and addressed. However, the assigned processor failed to transmit via the gateway when instructed.

Event description:
Implant failed to osseointegrate.